Manufacturer narrative:
The event(s) occurred over the last few months prior to the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) exactamix 1000ml eva tpn bags were leaking from the middle spike port. This occurred during setup, prior to the use of the port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between june 28, 2018 - june 30, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.